Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that server had critical override and patient not crossed over. The technical support specialist checked all in one (aio) server and confirmed the messaging service was running. A site down query showed no new messages being processed. Upon inspecting iis, it was found that the cfnpesservice application pool was not started. After restarting, interface engine support team (iest) confirmed that messages began draining successfully. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned multiple patients not crossing over all station and stations in critical override. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned multiple patients not crossing over all station and stations in critical override. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.